Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. The electrograms (egms) show dual-chamber implantable cardioverter defibrillator (ICD) common-mode noise consistent with some sort of electromagnetic interference (emi) exposure. Additionally, it was indicated that the lead had previously triggered an alert for high rv threshold. It was noted that the patient had been non-complaint with follow up. Follow up was conducted and there was no reprogramming completed at this time. The device and lead remain in use. No patient complications have been reported as a result of this event.